Manufacturer narrative:
Reporter first name: (B)(6). Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that while treating a patient with coronary angiography, a battery failure was found and the device could not be turned on; after connecting to the power supply, it could be turned on. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.